Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 2 weeks after the dental implant was installed in intraoral region #22 it was verified its non- osseointegration. Nearly 30 ncm of primary stability was achieved and immediate load was performed. The patient presented insufficient bone quality/ quantity (bone type iii).